Event description:
Event description cpi received information that during the attempted implant of this implantable pulse generator (ipg) the device was resetting to por-vvi mode following aicd shocks. The physician repositioned the ventricle lead and then replaced the ventricle lead. The device continued to re-set to por-vvi following a shock. The patient does not tolerate vvi pacing very well. The physician elected not to implant the ipg.